Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. The patient underwent a pulsed field ablation (pfa) procedure for a pulmonary vein isolation and cti ablation with a farawave pulsed field ablation catheter, no complications were reported during the procedure. Then, 3-4 weeks after the procedure, the patient complained about chest pain and shortness of breath and went to the hospital where it was found a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed to drain 800 ml of fluid. The patient was on eliquis. The patient is expected to recover successfully. The device is not expected to return for analysis. It was further reported that the patient had leukemia, and the physician no longer thought the effusion was related to the procedure. He thought it was related to the leukemia.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of pericardial effusion, cardiac tamponade, chest pain and dyspnea. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications." Labeling review the device was used for ablation in cti - this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and cti is not considered part of the treatment of paf. The IFU contemplate the adverse events related to pericardial effusion, cardiac tamponade, cardiac trauma, dyspnea and chest pain. There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave device confirmed that the events of pericardial effusion, cardiac tamponade, chest pain and dyspnea are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac tamponade, chest pain and dyspnea is a known inherent risk of the farawave device. Chest pain and dyspnea are the symptoms that the patient felt to determine pericardial effusion and could be treated by pericardiocentesis and anticoagulant. Cardiac trauma is an expected procedural complication addressed within the IFU for the farawave catheter, including cardiac tamponade, perforation, cardiac and pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. The event description indicates the device was used for cti. The farawave catheter is indicated for the isolation of pulmonary veins in the treatment of drug-refractory, recurrent, symptomatic paroxysmal atrial fibrillation (paf)". However, it is undetermined the cause of why the user did the procedure of cti.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, chest pain and shortness of breath. The patient underwent a pulsed field ablation (pfa) procedure for a pulmonary vein isolation and cti ablation with a farawave pulsed field ablation catheter, no complications were reported during the procedure. Then, 3-4 weeks after the procedure, the patient complained about chest pain and shortness of breath and went to the hospital where it was found a pericardial effusion. A pericardiocentesis was performed to drain 800 ml of fluid. The patient was on eliquis. The patient is expected to recover successfully. The device is not expected to return for analysis.

Event description:
It was reported that a patient experienced a pericardial effusion, chest pain and shortness of breath. The patient underwent a pulsed field ablation (pfa) procedure for a pulmonary vein isolation and cti ablation with a farawave pulsed field ablation catheter, no complications were reported during the procedure. Then, 3-4 weeks after the procedure, the patient complained about chest pain and shortness of breath and went to the hospital where it was found a pericardial effusion. A pericardiocentesis was performed to drain 800 ml of fluid. The patient was on eliquis. The patient is expected to recover successfully. The device is not expected to return for analysis. It was further reported that the patient had leukemia, and the physician no longer thought the effusion was related to the procedure. He thought it was related to the leukemia.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.